Event description:
It was reported that the patient had her lead and neurostimulator replaced because the lead had migrated toward her bladder. The patient noted that the system worked prior to the issue. The patient stated that the new lead placement should work better according to her doctor and the new system was still being programmed. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3093-28, lot# v022883, implanted: 2007 (B)(6), explanted: 2013 (B)(6); product type lead. (B)(4).